Event description:
On (B)(6) 2010, the pt reported, he thinks insulin leaked into the cartridge chamber of his insulin infusion device. He said, he did not see insulin in the chamber but he noticed condensation immediately after inserting the insulin cartridge. He stated, this first happened about 1 month ago and has occurred with about 3 cartridges. He said, the insulin never pooled but there was condensation on the chamber wall. He stated, the insulin was room temperature when he inserted the cartridge into his device. He stated, he switched to his backup device about 1 month ago. His primary device still smells like insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.